Event description:
A malfunction was reported on the pump, but there were no notable events leading up to it. There was no adverse impact on the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction reappears.